Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the cannula didn't deploy right in the infusion site (arm). It was also reported that the pod's cannula was kinked at the end. The patient was able to smell and feel and see insulin. As treatment, the patient switched to insulin and gave him a correction dose.